Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture is unavailable.

Event description:
It was reported that "message: battery inoperative, check circuit breaker message: system error 4 - main cpu failure". Additional in formation states "the pump was replaced immediately with another pump, when the system error 4 appeared. The patient was in good stable condition. After a patient leaves the department and transferred to other hospital's departments, the working staff does not follow the patient's health progress".

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint for "system error 4 - main cpu failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "message: battery inoperative, check circuit breaker message: system error 4 - main cpu failure". Additional in formation states, "the pump was replaced immediately with another pump, when the system error 4 appeared. The patient was in good stable condition. After a patient leaves the department and transferred to other hospital's departments, the working staff does not follow the patient's health progress".